Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05777 and 2134265-2014-05771. It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge¿ balloon catheter, a 15mm x 3.50mm nc quantum apex¿ balloon catheter, and a 20mm x 3.00mm nc quantum apex¿ balloon catheter were selected to dilate the lesion. It was noted that the three balloons ruptured at a below rated pressure. The number of inflations and to what atms is unknown. The devices were completely removed from the patient's body. The procedure was completed with a different device. Implantation of an unspecified stent was performed with post dilatation using an unspecified balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. There was a pinhole in the balloon material 5mm from distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05777 and 2134265-2014-05771. It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge¿ balloon catheter, a 15mm x 3.50mm nc quantum apex¿ balloon catheter, and a 20mm x 3.00mm nc quantum apex¿ balloon catheter were selected to dilate the lesion. It was noted that the three balloons ruptured at a below rated pressure. The number of inflations and to what atms is unknown. The devices were completely removed from the patient's body. The procedure was completed with a different device. Implantation of an unspecified stent was performed with post dilatation using an unspecified balloon catheter. No patient complications were reported.